Manufacturer narrative:
H.6. Investigation summary: "material #: 364314. Lot/batch #: 2350188. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe there was foreign matter on device cannula/needle/syringe or any fluid path component. The following was reported by the initial reporter: the patient was admitted to our hospital for treatment due to novel coronavirus infection. When the nurse executed the blood gas analysis doctor's order on (B)(6) 2023, she used the arterial blood sampler to collect blood from the patient. During the examination of the arterial blood sampler before blood collection, it was found that there was a yellow stain inside the arterial blood sampler, which was contaminated and cannot be used. Immediately, another blood sampler was replaced for operation, and the above problem did not occur again